Manufacturer narrative:
On 12/31/2018, mentor became aware that the suspect medical device was a 25cc mentor smooth round moderate profile saline catalog: 3501650 lot: 215787. Mentor also became aware that the concomitant device was a 25cc mentor smooth round moderate profile saline catalog: 3501650 lot: 215787. On 1/15/2019, mentor became aware that the patient also experienced left breast capsular contracture baker grade IV. Mentor also became aware that upon explantation, it was noted that there was talaromyces bacillisporus mold in the implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/11/2019, a manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with an unspecified mentor saline prosthesis. It was reported that the patient's left breast had encapsulated and that the implant was removed on (B)(6) 2018. The device was sent to pathology and an infectious disease doctor confirmed that there was mold in the implant.